Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that when the nurse moved the power base unit (pbu) and monitor to the other side of the room, while the pt was tethered to the equipment, the unit was unplugged from the main (ac) power. The ac alarm for the power base unit occurred and it is believed the pt's pump stopped as coinciding red heart alarms were noted. The pt felt dizzy and became symptomatic while the pbu was unplugged.

Manufacturer narrative:
Hosp personnel plugged the power base unit (pbu) back into the ac wall power. The pt was switched to batteries, and the pbu was switched out with a replacement unit. A new replacement battery was installed in the pbu, and maintenance was performed by the hosp biomed. The device was then put back into service at the hosp, and the battery was not returned for analysis. Based on the available info, the root cause as to the depleted back up battery could not be determined. No further info is available. The manufacturer is closing its file on this event.